Manufacturer narrative:
Method - no testing methods performed is selected since no information is available about the device in order to perform the testing. Manufacturer is trying to obtain further information. Device evaluated by manufacturer is selected "no" because device will not be returned to the manufacturer.

Event description:
The manufacturer was notified on (B)(4) 2016 that a patient who has perceval valve was dead due to valve early degeneration (stenosis and calcification). Patient suffered from severe calcification which led him to come back and see the surgeon. Not well treated after that, the patient suffered for pulmonary oedema and then death. Dr (B)(6) said, "the calcification itself did not induce death but it was not well treated clinically.